Manufacturer narrative:
Device analysis: the complaint sample was returned for evaluation. The catheter shaft was inspected for cosmetic defects and none were found. On inspection of the balloon, a tear was found close to the distal bond. Both proximal and distal balloon bonds were examined and found to be within the required bond length specification. The balloon was inflated with air under water and a straight tear was found in the balloon close to the distal bond. The device history record for lot number 8337832 was reviewed. No issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The complaint description could be confirmed, but the root cause of this complaint could not be determined.

Event description:
Reportable based on analysis approved on 04/24/2007. It was reported that during preparation for a heart valve treatment procedure, a balloon leak occurred. The balloon was prepared according to the directions for use (dfu) instructions. When the physician inflated the balloon with contrast (1:1 heparinized saline with contrast), he found a leak. The balloon was not used on the pt. Another of the same device was used. The balloon was inserted through a 16f sheath without any difficulty and the procedure was successfully completed. There were no reported patient complications and the current patient condition is reported as "fine".